Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper and lower cases are broken and corroded. Battery release, knobs, heart block, heart wire contacts, and the battery drawer are contaminated. Side bail covers, ring cover, side bails, ring bail, and one case screw are missing. Lead flex cover and battery flex are corroded. Battery contacts are contaminated and compressed. Keyboard is scratched. (B)(4).

Event description:
It was reported the device was dropped and the ventricular connector is damaged (crack by the ventricular connector). The device was returned to the manufacturer for calibration, analyzed and tested out of specification. There was no patient involvement indicated.